Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. No device logs were received and no part was replaced. Our field service engineer reported that the ventilator failed the flow transducer test. He found that the expiratory cassette was wet after cleaning. When the cassette was dried the test passed successfully. One year later it was reported that the ventilator worked as expected. The conclusion in this matter is that the reported pre-use check failure was caused by water inside the expiratory cassette.

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. (B)(4).